Manufacturer narrative:
(B)(6). The device was not received for evaluation, however a picture was provided. The visual inspection of the provided picture confirmed the reported external blood leak at level of the access pod. The cause of the event was due to a supplier issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex m100 set, an external blood leak was observed. The leak was further described as 'the pressure detector broken and blood entered'. There was no patient injury or medical intervention associated with this event. No additional information is available.